Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a watchman implant procedure, the versacross connect laac access solution was selected for transseptal access. During transeptal access the versacross was used as normal. It was noted that the wire was in close proximity to the aorta so it was moved more posterior to avoid. Upon buzzing across the dilator slipped and the hot wire bovied through the aorta. This resulted in an aortic perforation and a hematoma on the non-coronary cusp. Heparin was reversed, and the watchman device was not implanted. The patient underwent CT imaging and was transferred to the ICU for monitoring. No surgical intervention was required. The procedure was aborted, and the patient was admitted for observation with plans for reassessment the following day. The patient is expected to make a full recovery. The device is not expected to be return due to disposal.